Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional code: hwc. (B)(4). No devices will be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that the patient was implanted with lcp wrist fusion plate and eight (8) screws on (B)(6) 2016 to repair a right wrist fracture. The patient reported pain and on an unknown date, x-rays revealed that a non-union was at the implant site. On (B)(6) 2016, the patient returned to surgery where all of the hardware was removed intact; and the patient was revised to a competitor's plate. The procedure was completed successfully with no delay and no harm to patient reported. This report is 8 of 9 for (B)(4).